Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted in an undisclosed location. On (B)(6) 2023, the patient was vomiting and diaphoretic. Due to these symptoms, the patient¿s brother called the paramedics. At this time, the patient¿s bg meter reading was 700 mg/dl. The cgm reading at this time could not be recalled by the patient but stated it was ¿inaccurate¿. The paramedics transported the patient to the hospital. The patient was admitted and given insulin as treatment (details on type and dosage could not be recalled). The patient was discharged home on (B)(6) 2023. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.